Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: - rupture: observed an opening through microscopic inspection assessed as fold flaw opening. No further actions are required as it is not related to the manufacturing process. - capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. - anxiety-product/procedure: unable to observe through visual inspection as it is a physiological phenomenon. - lump/nodule: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (creases and wear abrasion) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations. Additional, changed, and/or corrected data: b5, b6, d9, h3, h6.

Event description:
Patient reported "leaking" and "exchange from textured to smooth devices due to the patients concern with the product". Later healthcare professional reported "rupture". Later healthcare professional reported ¿capsule was extremely thick¿, ¿silicone adenopathy¿ and "dense nodularity". Capsulectomy was performed. This record is for the right side. Device was explanted.

Manufacturer narrative:
The reported events are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: capsular contracture, baker grade unknown and lump/nodule.

Event description:
Later healthcare professional reported "rupture". Later healthcare professional reported ¿capsule was extremely thick¿, ¿silicone adenopathy¿ and "dense nodularity". Capsulectomy was performed. This record is for the left side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, anxiety-product/procedure.

Event description:
Patient reported "leaking" and "exchange from textured to smooth device due to the patient's concern with the product". This record is for the right side. Device remains implanted. Unknown if device will be returned.